Event description:
It was alleged that during a case the tip of the instrument broke off inside the pt. The tip was not removed from the pt. Awaiting the return of the unit. Pt is scheduled for surgery to remove the piece.

Event description:
It was alleged that during a case the tip of the instrument broke off inside the pt. The tip was not removed from the pt. Awaiting the return of the unit. Pt is scheduled for surgery to remove the piece.